Event description:
Customer reported an issue with the spectrum monitor, which may have affected co2 monitoring. No pt injury was reported

Manufacturer narrative:
Company representative evaluated the unit. Correction included replacement of the co2 module. Unit was calibrated and safety tested to factory specifications.